Manufacturer narrative:
Zimmer biomet (B)(4). Universal modular electric/battery double trigger handpiece part number 89-8507-400-00, serial number (B)(4), was returned for complaint investigation. Visual and functional tests were performed. Upon receipt, it was confirmed that the motor of the device was noisy, the controller board wires were malfunctioning, the driver motor screw was broken and potential traces of corrosion were detected on the motor bearings. As repair, motor, potted wired controller, driver motor screw were replaced. After final testings, the device was sent back to the customer.

Event description:
It was reported that the modular electric/battery double trigger handpiece 89-8507-400-00 serial number (B)(4) was not working properly. A new information was received on the 18th of december 2019 that a delay occured but the time is unknown. There was no additional harm or injury to patient/operator reported.